Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing (please see b6), the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Defects were noted where the bending section rubber glue was separated. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, a routine microbiological culture was performed on the evis exera iii gastrointestinal videoscope. The operating channel tested positive for greater than one hundred (100) colony forming units (cfus) of pseudomonas aeruginosa. The air/water channel, suction channel, and auxiliary channel tested negative for microorganisms. There was no reported contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.